Manufacturer narrative:
Customer complained about having blank display/physical damage/moisture damage/keypad unresponsive/button error alarm on the insulin pump on (B)(6) 2021. The thus download was successful. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected pump error 25, low battery alert, battery power loss alarm, replace battery alert, replace battery now alarm, failed battery test alarm or pump error 61 alarm noted in the device trace download. Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. All the button functioned properly and no stuck button error alarm noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Device was cut opened and inspected. No physical damage or moisture damage found on the keypad traces/keypad connector/motor assembly and battery tube. Keypad connector was locked properly into place. Device passed the keypad voltage test. Moisture damage found on the electrical board 1 or electrical board 2 or force sensor. In conclusion, blank display/keypad unresponsive/button error alarm was not confirmed. Device exposed to moisture confirmed. Cosmetic damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and there was crack on back. Customer noticed that there was damage on the insulin pump and allowed water to seep in. Customer also reported insulin pump's keypad was unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.